Event description:
It was reported by the customer, the evis exera ii ultrasound gastrovideoscope had a leak and was unable to take a picture. The issues were found at reprocessing. No patient harm reported. During the evaluation of the device, it was noted the light guide cover glue was peeling. This report is to capture the reportable malfunction of the light guide cover glue was peeling noted at estimation.

Manufacturer narrative:
The device was evaluated, and the reported issues were confirmed. The air/water cylinder was leaking, and the switch was not working, had intermittent function. An error was presented for the ultrasound imaging. The scope connector, control unit, and ultrasound connector had fluid invasion. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, the cause of the adhesive peeling likely occurred due to stress and/or handling the device. The specific root cause could not be determined at this time. The following information is stated in the instructions for use: "3.2 inspection of the endoscope inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.